Event description:
The customer contact reported the cassette contained reversed inlet and outlet tubing. The tubing set was primed with normal saline and the cassette was loaded into a plum pump. The pump was programmed to deliver at a rate of 50ml/hr and the delivery was started. Approximately 5 minutes later, the nurse noted that blood had backed up from the patient's IV catheter to the cassette. The pump did not alarm. The nurse removed the cassette from the pump and flushed the tubing. The cassette was reloaded into the pump and the delivery was resumed. The nurse immediately noted that blood was backing up in the tubing once again as if "the pump was drawing blood." A second nurse noted that "everything was backwards" and that "the tubing was attached to the wrong part of the cassette." The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.